Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the adapter was received with a reload attached, and the reload adapter was broken. There was a gap noted to the joint between the adapter body and the proximal cap. Functionally, the reload could not be removed from the handle by pressing the reload unload button back toward the power handle then twisting and removing the reload from the adapter. While the reload was still attached to the adapter, the blue unload switch could not be fully depressed. The firing rod was noted to be out of home position. The adapter body was removed, and the articulation mechanism was noted to be out of position. Both the firing rod and articulation mechanism were put back into home position using a manual retract tool. The reload still could not be removed. The reload adapter was completely broken off during an attempt to remove the reload. The adapter was opened to remove the cover tube, and the reload adapter was removed. The adapter was put back together for further testing, but there was still a small gap between the body and the pr oximal cap. There was damage noted to the firing rod. Now that the reload was removed, the adapter was connected to the gen2 adapter black box running gen2 acc software. The adapter had 45 of 50 procedures remaining. The main screen indicated the strain gauge was functional and in the appropriate range. There were no errors in the adapter data. The adapter was connected to a representative handle running v29.5 software, and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit articulated in all directions without hang-ups or sluggishness; however, the adapter would not rotate. The adapter was removed from the handle, reattached, and could then successfully rotate. The unit was able to be fired on the a1 machine multiple times, but the yielding firing forces were higher than specification. During a firing on the a1 machine, the gap between the adapter body and proximal cap grew. The handle displayed switched from the firing screen to the remove reload screen, but the adapter's firing rod could not be retracted; therefore, could not be removed from the a1 machine. The handle was removed from the adapter, and a rpa manual retract tool was used to retract the adapter's firing rod. After retracting the firing rod, the adapter was removed from the a1 machine. The adapter was reconnected to the handle, and a reload was attached. During clamp, the reload articulated to the left. The reload was unclamped and clamped multiple times after with no issue. The reload was fired, retracted, and no damage to the reload adapter was found. After firing, the unit was reconnected to the gen2 acc software and an articulation calibration error appeared. It was reported that there was articulating or straightening during firing. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the device locked on tissue. The reported issue was confirmed. The most likely cause was traced to another device. It was additionally reported that there was damaged firing rod. The reported issue was confirmed. The most likely cause could not be established from the information available. It was additionally reported that the firing rod not in home position, articulation mechanism not in position. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: there was an articulation calibration error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the robotic laparoscopic sleeve gastrectomy, on firing the powered stapler, on the first load, there was an odd crunching sound, so it was pulled out and checked and went back at it again. As when the user started to fire, there was a crunched sound again and the reload jerks, and articulated all the way to the right on its own and then neutral. The jaws of the device locked on tissue and was removed by using a manual retraction tool. A new stapler was then used to resolve the issue and finished the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p3f0143) sigpshell, sig power sigpshell control shell, (lot #unknown) sigphandle, sig power sigphandle handle, (serial #(B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.